Manufacturer narrative:
(B)(4). The device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. A sample has not been returned for evaluation. This complaint will be reopened if sample returns.

Event description:
It was reported that after a patient was intubated, a carbon dioxide (co2) detector was opened and attached to the secured airway. The co2 detector was yellow out of package and did not change color when attached to the airway. The patient was then reintubated with another endotracheal tube. There was no report of patient harm. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). From the manufacturer's directions for use (dfu): warning: before using the pedicap detector, read complete directions for use. If the purple color of the indicator is not the same color or darker than the area marked 'check', do not use. The pedicap detector is not a substitute for observation of the patient. This device must not be relied upon as the sole indicator of resuscitation performance. Standard clinical assessment should be used to confirm proper position of the endotracheal tube within the trachea.